Event description:
Medtronic legal received information from the attorney of the family on apr 25,2024, medtronic received notice of a device/product legal hold notification about individual claimants. The claimants were hospitalized for 2 days. A report of hypoglycemia was received in a legal filing that is not part of the claimed event. The customer reported hypoglycemia treated with hospitalization: overnight stay. Customer reported that had not received enough insulin. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, unomedical, unk_ngp. It was unknown whether the pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the insulin pump and would not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.